Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2013; 6935m-62 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and retracted from the posterior lateral coronary sinus branch into the coronary sinus body approximately three to six months post implant. The patient experienced phrenic nerve/diaphragmatic stimulation and there was no capture at maximum output in any configuration. A revision was attempted but the target vessel could not be recannulated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.